Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds to high values. The lead output was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.